Manufacturer narrative:
A field service engineer (fse) replaced diaphragms, valves, a sipper nozzle, a nozzle cover, and the is bath. Ise checks, calibration, and qc were performed. Precision testing was performed using known patient results provided by the customer. The precision was within acceptable range and the customer reviewed and verified the qc results. The alarm trace did not contain any conspicuous events. There were no issues with qc or calibration prior to the event. No root cause was found however the investigation determined that the service action resolved the issue.

Manufacturer narrative:
The electrode lot number and expiration date were not provided. Investigation is ongoing.

Event description:
There was an allegation of a questionable na electrode (na) result from the cobas 6000 c 501 module. The initial result was 153 mmol/l, and the repeat result from a different c501 module was 142 mmol/l. The initial result was repeated because the previous result was lower. The questionable result was not reported outside of the lab.